Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) discussed that this was a false positive explant indicator related to a software update. It was recommended the patient be brought back into clinic once the software update becomes available and remote monitoring could be re-enabled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) discussed that this was a false positive explant indicator related to a software update. It was recommended the patient be brought back into clinic once the software update becomes available and remote monitoring could be re-enabled. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this pacemaker underwent a software update and remote monitoring abilities were restored. Additionally, the pacemaker was successfully connected to a new communicator. This device remains in service. No adverse patient effects were reported.